Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the shunt in the moderately tortuous and mildly calcified vein. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. Initially inflated at 10 atmospheres. However, during the second inflation at 16 atmospheres for 30 seconds, the balloon vertically ruptured at the middle part. The device was removed, and the procedure was completed with another of the same device. No patient complications were reported, and the patient was in good condition post-procedure.